Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that attempts to interrogate the implantable cardiac monitor resulted in an error message. After a device firmware download, normal device function resumed.